Event description:
Edwards received information that this 25mm pericardial valve was noted to be stenotic with mild regurgitation. Implant duration is unknown. Further investigation revealed valve in valve intervention was performed. Patient was transferred from the or in stable condition.

Manufacturer narrative:
(B)(4). Method = device not returned. The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.